Event description:
It was reported that the surgeon insertered implant into the disc space then attempted to rotate the cage for proper anatomical alignment and the back 1/3 part of the cage sheered off.

Event description:
It was reported that the surgeon inserted implant into the disc space then attempted to rotate the cage for proper anatomical alignment and the back 1/3 part of the cage sheered off.